Event description:
It was reported that the patient presented in the emergency room with bradycardia and heart rate of approximately 40 beats per minute. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Initial reporterl company representative.